Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one clearvue isp implantable port was returned for sample evaluation. Gross, visual, microscopic visual and functional evaluations were performed. Minor puncture access and blood residues were noted on port and septum. The port body was patent to both infusion and aspiration. The port stem was not noted to be deformed. No anomalies were noted. Therefore, the investigation is unconfirmed for the reported port outer silicon body adherence issue as no objective evidence and no anomalies were noted on the reported samples. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion). H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the flap of silicone on the base of the port was allegedly not fully adhered together. It was further reported that the port placed in the pocket to test for size was then removed. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the flap of silicone on the base of the port was allegedly not fully adhered together. It was further reported that the port placed in the pocket to test for size was then removed. The procedure was completed using another device. There was no patient contact.